Event description:
It was reported when the pt lay down and tried to fall asleep they felt the pump "vibrating" and causing their whole mid section to shake. The vibration had slowed down and was uncomfortable. Vibration did not seem to correlate with position. Pt reported that their feet/legs had been swelling a lot lately. Pt also reported that last night they felt swelling around the catheter position. Pt reported they had four surgeries to get the catheter in the correct position. The pt was at home and had not heard any alarms. About a month ago, pt heard beeps once an hour but believed this may have come from a watch. Pt believed the refill date was in (B)(6). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).